Manufacturer narrative:
The manufacturer conducted a follow up with the initial reporter. The hcp reported that patient will see an ent (B)(6) 2025. She indicated that patient had not reported any history of ear conditions or health issues that could have contributed to this incident, and no known eustachian tube dysfunction. The hcp indicated that ear looked fine prior to insertion. She further reported that patient did not indicate any pain or discomfort while wearing lyric. Removal of device was easy and hcp did not determine the cause of bleeding, or what contributed to the retraction of tympanic membrane. Patient is planning on being refit with lyric. Further follow up with the hcp was carried out to check the outcome of patient's visit to the ent. It was confirmed the patient has an ear infection and is treated with antibiotics. The hcp further reported that the patient will be fitted with lyric upon completion of medication regiment. Lyric is a single use device and is usually discarded, and hence is not available for the analysis. The device is designed to be worn deep within the ear canal, effectively sealing it as intended. However, this sealing can potentially lead to moisture accumulation in the space between the device and the eardrum. Such moisture retention may compromise skin integrity, creating a moist and dark environment that is conducive to bacterial growth. This environment can occasionally result in skin irritations or infections. Related to the deep inserted extended wear of lyric, symptoms such as abrasions, bleeding, ulcers and otitis externa tend to occur most commonly as a result of traumatic insertion, sizing error, poor placement or patient manipulation. Retraction of tympanic membrane may have several causes, most common one is eustachian tube dysfunction (pre-existing condition), but can be also caused by sinus infection, upper respiratory infections, ear infection etc. This has already been considered in the device's clinical evaluation report and risk file. The accompanying IFU lists actions to take when ear pain, irritation or inflammation occurs and to seek medical advice. It should be also noted that otitis externa is a relatively common condition that can occur independently of hearing aid use. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends. This is the final report.

Event description:
It has been brought to manufacturer's attention that lyric device was removed after 12 wear days. Upon the removal the hcp observed significant redness of tissue, ear canal bleeding and retraction of tympanic membrane.